Event description:
Customer contacted saalt on 8/4/2022 explaining that they chose to seek medical assistance to have their saalt cup removed because they claimed they could not remove it on their own. Saalt followed up with additional questions about their experiencing including the cup lot number, what their removal techniques were, and how long the cup had been inserted prior to removal. The customer responded on 8/4/2022 with the requested information and photos of their cup. They stated they could reach the cup and break the seal but had difficulty with removal. The customer attempted to find resources through saalt's website, saalt's facebook group, and youtube videos. The customer chose to seek help from a medical professional to remove the cup and they were able to remove it completely. The customer stated they have a high cervix. A saalt cup cannot get lost in the vaginal canal, and it is uncommon for assistance to be needed to remove the cup. We believe the instructions given are adequate to remove the cup, but the customer chose to seek medical attention. Determined to be customer error, no further investigation required. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of the cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.